Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms were noted. The unit had a scratched display window, a cracked reservoir tube lip and missing end cap sticker.